Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing a diagnostic procedure and the procedure was completed as planned by restarting the system. The philips remote service engineer (rse) inspected the system remotely and confirmed that the shutters were unavailable. A review of the system log file didn¿t confirm the reported malfunction. During remote troubleshooting, it was observed that the fault is due to the collimator failing its built-in self-test (bist) so a restart was performed, and the bist passed. The fse visited the system onsite and confirmed that the collimator replacement was required. The part analysis of the defective collimator was performed and it concluded error with y-shutter and encoder. To resolve the issue, the fse replaced the collimator and performed necessary adjustments. After replacement and necessary adjustments, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue was resolved after restarting the system. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the shutters were unavailable, which could affect imaging. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.